Event description:
An impella cp was inserted via the right axillary/subclavian artery in a 17-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown, and the clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient was also on extracorporeal membrane oxygenation (ECMO) support prior to impella placement. During impella cp support, it was reported that the red impella plug was leaking blood. The purge solution consisted of dextrose 5 percent in water (d5w) with 25 milliequivalents per liter of sodium bicarbonate. During transfer of the patient to another hospital, the transport team performed an automated impella controller (aic) to aic transfer. Upon connection to the second aic, the device alarmed "impella defective." Attempts to reconnect the device to the original aic resulted in the same alarm. In response to the repeated alarms, the device was removed at the bedside. The patient survived to impella cp explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.